Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient has experienced syncope twice within a two week period for an unknown reason. Upon interrogation in the emergency room, no events were seen and all device function was normal. The device was reprogrammed with a monitor only tachy zone at a lower rate. The physician also ordered a neurological and an electroencephalography (eeg). The cause of the syncope remained undetermined.